Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The lower keypad and membrane switches were replaced.

Event description:
The hospital reported that ventilation modes were not able to be selected. There was no reported patient involvement.